Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon insertion of the sensor wire, it detached. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.